Manufacturer narrative:
It is not clear what role, if any the lava ultimate restoration may have played in this event. Other factors, such as prior tooth history, dental care, and oral hygiene, may have played a role in the reported outcome.

Event description:
On (B)(6) 2016, a dentist reported that a (B)(6) year-old female patient required extraction of tooth #20. This tooth had received a lava ultimate cad/cam restorative for e4d crown following a root canal procedure on (B)(6) 2013. On (B )(6) 2015, this tooth was extracted. The dentist reports that the crown was loose and the tooth beneath had rotted out, leaving it non-restorable. No other treatment notes in the intervening time period from (B)(6) 2013, to (B)(6) 2015, were provided to 3m.